Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement procedure that when the left chest was opened, a whitish, calcified appearance was found around the generator body surface. The crystallized tissue was removed as much as possible, the wound was cleaned, a new generator was implanted, and the wound was closed. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. Physician cannot confirm intervention was only for cosmetic purposes and not to preclude serious injury. Device evaluation is not necessary as it will add no value to the investigation. No other relevant information has been received to date.